Event description:
It was reported that the follow up from case (B)(6). They swapped the arctic sun device out, but the water temperature did not seem to be getting warm on their new arctic sun device. They stated patient temperature (pt) dropped from 32.4c to 31.8c after changing devices, water temperature (wt) not increasing as expected. They were doing a procedure on the patient, so they were unable to answer any of the questions. Offered to call back later. Called back one hour later. Stated they thinks all is fine now as the patient temperature (pt) was 31.6c, but the water temperature (wt) was now 38.8c. Checked event log and noted an alarm 113 (reduced wt control) and explained this was likely the reason for the low water temperature (wt) too much water in reservoir. Drained 500ml from right side drainage port and resumed therapy. Flow rate (fr) was 2lpm. Advised they contact again should they get any more alerts/alarms, if patient was not responding or machine not functioning as expected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. The follow up from case (B)(4). They swapped the arctic sun device out, but the water temperature did not seem to be getting warm on their new arctic sun device. They stated patient temperature (pt) dropped from 32.4c to 31.8c after changing devices, water temperature (wt) not increasing as expected. They were doing a procedure on the patient, so they were unable to answer any of the questions. Offered to call back later. Called back one hour later. Stated they thinks all is fine now as the patient temperature (pt) was 31.6c, but the water temperature (wt) was now 38.8c. Checked event log and noted an alarm 113 (reduced wt control) and explained this was likely the reason for the low water temperature (wt) too much water in reservoir. Drained 500ml from right side drainage port and resumed therapy. Flow rate (fr) was 2lpm. Advised they contact again should they get any more alerts/alarms, if patient was not responding or machine not functioning as expected. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product a review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the follow up from case (B)(4). They swapped the arctic sun device out, but the water temperature did not seem to be getting warm on their new arctic sun device. They stated patient temperature (pt) dropped from 32.4c to 31.8c after changing devices, water temperature (wt) not increasing as expected. They were doing a procedure on the patient, so they were unable to answer any of the questions. Offered to call back later. Called back one hour later. Stated they thinks all is fine now as the patient temperature (pt) was 31.6c, but the water temperature (wt) was now 38.8c. Checked event log and noted an alarm 113 (reduced wt control) and explained this was likely the reason for the low water temperature (wt) too much water in reservoir. Drained 500ml from right side drainage port and resumed therapy. Flow rate (fr) was 2lpm. Advised they contact again should they get any more alerts/alarms, if patient was not responding or machine not functioning as expected.